Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced issue starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed that error message did not recur, and then successfully started sensor session, with no additional follow-up needed.